Event description:
It was reported that the zoom suddenly stops; unexpected loss of zoom function. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The model number of the unit has been updated.

Event description:
It was reported that the zoom suddenly stops; unexpected loss of zoom function. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device has been evaluated and catalog and serial number obtained.

Event description:
It was reported that the zoom suddenly stops; unexpected loss of zoom function. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.